Event description:
The technician indicated the air system malfunctioned due to fluid ingress into the air board compartment.

Manufacturer narrative:
The technician replaced the air board to repair the bed.